Manufacturer narrative:
Patient information was requested and no response received.

Event description:
The customer reported that the ventilator is giving oxygen not available message intermittently. The customer reported the unit was in use on patient, but no patient harm reported.